Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. A review of the shop floor paperwork was not possible as the lot number is unknown. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during an unspecified interventional treatment procedure, the physician had issues with the coating on the zipwire. During the procedure, the zipwire was removed from the patient. Upon removal, "the wire looked and felt as if it was losing its coating in areas throughout the wire." The procedure was completed using another zipwire with no patient complications. Current condition is reported as 'ok'.